Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current high blood glucose level was 465 mg/dl. Customer has been experiencing low blood glucose. Customer treated for low blood glucose using food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported customer does not alleged insulin pump was over delivering. The device will not be returned for analysis.